Event description:
A physician implanted a graftmaster stent at a maximum pressure of 19 atms. It was reported the perforation was sealed. An unknown complication occurred and the patient expired.

Manufacturer narrative:
The device was not returned, however, the lot information was provided. Review of the device history record for this lot did not produce any findings relevant to this report.